Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02687. The pt received two leads in his thoracic region for pain in the low back and legs. It was reported the pt had experienced stimulation in his ribs occasionally over the past year. He was successfully reprogrammed multiple times. It was reported the pt recently felt stimulation in his stomach and x-rays showed both of the pt's leads had migrated. The physician plans to replace the leads with a paddle lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.